Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that the patient needs their ins adjusted for the right side. The patient it has been like this for a good year probably since the last time it was serviced. The patient stated he recharges the implant and it drains too fast. The patient stated his ins drains too much. No further information was reported. No additional patient symptoms were reported.